Event description:
It was reported that during an unknown procedure, the device did not close all the way and there is bleeding at the staple line. Unknown how the case was completed. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.